Event description:
It was reported that the catheter got stuck in the arrow introducer and could not be placed so another catheter and introducer had to be placed from the other side. Although no actual injury was reported, it appears that a new insertion site was needed as a result of the difficulty.

Manufacturer narrative:
The device was discarded at the hospital. Without return of the product(s) it could not be determined if damages or defects existed on the catheter. It is possible that the catheter may have become trapped in the accordion section of the introducer but this could not be confirmed. No actions will be taken at this time.